Event description:
The tmj implant had severely worn in only 1 yr and 8 months. Co claims to have run studies to support its claims that to date one has never broken or worn out. Rptr states that even the patent numbers do not match the product. (*)